Manufacturer narrative:
A review of the echo result files for the negative antibody screen showed that all three cells appeared negative as reported by the instrument. The customers repeat testing was performed with a new pouch (same lot) of test strips when the expected positive reactions were obtained. The unexpected negative reactivity may have been due to strips being compromised due to storage/handling. An immucor field service engineer performed the unexpected reaction checklist, cleaned the washer manifold, and replaced the centrifuge universal coupler. Qc performed as expected. The instrument is operating within specifications.

Event description:
A customer reported obtaining unexpected negative reactivity on the antibody screening assay on galileo echo m00294.